Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The patient reported that during the night of (b)(6 2019, her sensor stopped working and she needed to replace it. She replaced the one sensor, as well as a second sensor that also failed after warm-up. When the patient placed the third sensor on, it failed and by this time, she was vomiting and becoming incoherent. On the morning of (B)(6) 2019, she went to her physician¿s office who sent her the emergency department where her blood glucose (bg) was checked and it was 824 mg/dl upon admission. She was transferred to the hospital and was admitted for four days. She was treated with fluids via intravenous (IV) therapy. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.